Event description:
Customer reported while using their freestyle navigator continuous glucose monitoring system she received a "low signal 2" message and the sensor stopped working after 1 day of use; therefore was not able to recognize a hypoglycemic event. The customer further reported she was confused and her relatives thought that she behaving strangely. The customer went to their healthcare provider and was treated with glucagon. It is unknown what the customer was diagnosed with. The customer also reported she ran out of sensors and was not able to replace the non-working sensor. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The customer's product has been requested for investigation. The sensor error message the customer received may indicate sensor failure or sensor pullout. The sensor has been disqualified and glucose alarms are no longer functioning. During troubleshooting this issue, the customer was advised to insert a new sensor. A follow-up report will be filed once additional information is obtained. Note: the actual date of the reported medical event and the device manufacturer date are unknown. The date entered is the complaint awareness date. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection and functional testing of the sdu, sensor mount, and sensor all passed with no observations. Returned sdu was fired through a simulated skin using returned sensor mount and sensor. Sensor mount was able to capture the sensor properly. The complaint is not confirmed.